Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the tibial nail advanced ø11 l360. The device only presents signs of drilling. There is no visual condition that could contribute to the alignment issues, hence it cannot be confirmed. A dimensional inspection for the tibial nail advanced ø11 l360 was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed as its mating device was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the tibial nail advanced ø11 l360 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: product code:04.043.340s. Lot no:550p680. Manufacturing site: (B)(4). Release to warehouse date:20/12/2021. Expiry date:01/12/2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the fractured part is not a distal femoral fracture as previously reported but a distal tibial fracture. It was also reported that the distal locking screw could be inserted without interference on a new nail (tibial nail-advanced / 11mm 345mm / sterile). So, it indicated that there was nothing wrong with the insertion instrument. However, since the length of the nail was shortened, the end cap was adjusted by 5mm. The surgery was completed successfully without any surgical delay.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif for distal femoral fracture with the nail in question. This is a report of a failure to drill due to interference between the drill tip and the nail during insertion of a proximal transverse stop screw after insertion of a tna nail. The surgeon tried drilling in other holes, but all the proximal lateral stop holes had drill-nail interference. The surgeon pulled out the nail and checked for interference again, and all screw holes still interfered with the nail and drill tip. After replacing the nail with a new nail, the screw could be inserted without any problem. The surgery was completed successfully within 30 minutes delay. The surgeon requested an investigation, saying that the interference was a problem with the nail even though the connection to the nail was also tightened securely. Since the interference check before nail insertion showed smooth penetration of the nail without any problem, and the reaming was 1mm over the nail without much resistance, it is assumed that there is a problem with the nail. No further information is available. This report is for one (1) tibial nail advanced ø11 l360. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional product code: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
D10: date of concomitant therapy is (B)(6) 2023. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a joint inspection of the returned device with r&d. Visual analysis of the returned sample revealed cracks and significant material deformation on one side of the notch that mates with the insertion handle. This could have occurred from applying excessive load inserting the nail into the canal or potentially by putting a tremendous amount of torque when tightening the connecting screw. A dimensional inspection for the tibial nail advanced ø11 l360 was not performed as it is not applicable to the complaint condition. A functional test was performed using r&d test devices. The drill was found to correctly aim directly at the center of the screw hole when the connecting screw was correctly tightened and the insertion handle was seated against the non-damaged edge of the notch. When the connecting screw was overtightened, the nail was found to rotate slightly due to the damage to the notch and the drill bit was no longer aligned to the hole. Therefore, the complaint condition can be replicated but is due to overtightening of the connecting screw and the damage seen on the alignment notch. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. No definitive root cause could be determined, however it is likely due to overtightening of the connecting screw. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawings reflecting the current and manufactured revisions were reviewed: - tibia nail advanced ø11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.